Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product on 3/27/2014. A visual inspection of four companion samples was conducted. The visual examination did not observe any product defects or abnormalities.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces, but will visit her doctor to confirm.